Manufacturer narrative:
The unit powered up properly after battery installation. Unit received with operating currents within specifications. However, unit received with corroded battery tube. No low battery alerts noted. Unit passed self test, rewind, basic occlusion test and displacement test. No motor error alarms or loose drive alarms noted. However, unable to prime unit during prime test due to faulty force system sensor. The motor was tested outside the device and passed. Unit alarmed restart and loss of memory after battery change due to faults on interface board. Unit received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 246 mg/dl at the time of incident. Troubleshooting found that the pump has multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.